Manufacturer narrative:
Although we have been unable to obtain the exact cause of death, it is documented in the hospital discharge summary that the patient was a very complicated cardiovascular case and was very ill pre-operatively (acute pulmonary edema with respiratory failure and cardiac arrest with ventricular fibrillation). He did not wake up post-operatively. He was unresponsive. He made no neurological progress. At the request of the doctor, he was transferred back to the (B)(6) hospital. He remains obtunded. There was no response to pain or to command. The prognosis was poor. He is transferred on the tenth postoperative day on a mechanical ventilator. There is no evidence that the edward's device caused or contributed to the patient's death.

Event description:
Per information received from health care provider, patient was diagnosed with severe recurrent mitral regurgitation secondary to dehiscence of prosthetic mitral valve, severe pulmonary hypertension, single vessel coronary artery disease, cardiomyopathy, chronic obstructive pulmonary disease with hypoxemia. Preoperative diagnosis: acute pulmonary edema with respiratory failure and cardiac arrest with ventricular fibrillation. Postoperative diagnosis: cardiogenic shock; acute myocardial ischemia, acute myocardial infarction; cerebrovascular accident, global hypoxic ischemic brain injury, encephalopathy; acute blood loss anemia secondary to major cardiac surgery; respiratory failure with ventilator dependence; renal insufficiency; ventricular tachycardia, atrial fibrillation; severe thrombocytopenia; severe malnutrition secondary to critical illness; hypertension; severe pulmonary artery hypertension; leukocytosis; fever; and hyperglycemia. Summary of procedure: redo mitral valve replacement, coronary artery bypass grafting, repair right common femoral vein and repair right common femoral artery, placement of intraaortic balloon pump, during induction and placement of swan-ganz central line, he developed progressive hypotension, unresponsive to inotropic support. CPR was begun. Multiple cardioversion were attempted over the next 30 minutes. Cardiovascular evaluation estimated ejection fraction to be 35%. On (B)(6) 2010, CT of the head showed multifocal areas of decreased activity. Possible multiple embolic events/infarcts. Negative hemorrhage. Discharge condition: he was transferred from the (B)(6) hospital as a very complicated cardiovascular case. Intraaortic balloon pump was removed on the fourth postoperative day, (B)(6) 2010. He did not wake up postop. He was unresponsive. He made no neurological progress. At the request of doctor, he is being transferred back to the (B)(6) hospital. He remains obtunded. There is no response to pain or to command. Prognosis is poor. He is transferred on the tenth postoperative day on a mechanical ventilator.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the patient has expired after an implant duration of approximately 3 months. The cause of death was not reported. According to the patient's operative report of (B)(6) 2010, the patient was presented with severe mitral regurgitation. The patient's previously placed prosthetic valve was dehisced. Therefore, the patient was referred for mitral valve replacement. After opening the left atrium, the dehisced valve was removed and the edwards valve was seated. Transesophageal echocardiogram showed the prosthesis to be well seated without perivalvular leaks. No details regarding the patient's death were provided. Furthermore, there have not been any allegations of a product malfunction.